Manufacturer narrative:
The fsr replaced the epgs and completed release testing. The unit operated to the manufacturer's specifications.

Event description:
Upon the receipt of device, during field service installation, the field service representative (fsr) reported that the electronic patient gas system (epgs) failed to calibrate. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) evaluated the electronic patient gas system (epgs) using lab use only (luo) testing equipment. The initial oxygen (o2) sensor output was observed to be 9.0 millivolts (mv) which is within the specification range of 9 and 13 mv. The log indicated instances of the o2 sensor out of range at calibration with five instances occurring on (B)(6) 2021. The o2 blends were checked with all passing results. The flow was set to five liters per minute (l/min) and the epgs was allowed to continue operating for an hour. Calibration and blend checks were repeated. The sensor output was steady, and the unit successfully achieved the blend checkpoints. Although calibration failures were indicated in the event log, there were none observed during evaluation. The service repair technician (srt) duplicated the reported complaint. The epgs was powered on and the air and o2 regulators were set to 50 pounds per square inch (psi). The o2 analyzer calibration failed. The o2 sensor was replaced and the epgs was reconditioned. The unit operated to the manufacturer's specifications.